Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and the patient regarding a patient who was implanted with an implantable neuros timulator (ins) for unknown indications for use. The caller said patient can't connect external device to the implant since the device has not been recharged in over 6 months. Technical services(ts) recommended physician mode recharge(pmr) to get system to work again to allow MRI mode. No symptoms were reported. Additional information from the patient and manufacturing representative (rep) indicated that the ins was in overdischarge. The patient hasn't used the device in 3 years. Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) did not use their ins for about a year and it was overdischarged. Caller stated that pt met with rep about a week ago and the ins was restarted. Caller stated that they were able to charge the ins 100%. Caller stated the ins was not charged since and has since then become depleted. Caller met with pt today for reprogramming and was attempting to charge the ins but had to begin physician recharge mode again. Caller was with pt at the time of call and said they had been in physician recharge mode for 39 minutes at that point. Caller inquired about the likelihood of the ins being able to be recharged again. Additional information was received from the manufacturer representative (rep). It was reported that they will be attempting to recharge her battery to full this week and seeing her on thursday. The issue has not yet been resolved. Additional information was received stating cs saw this patient a week after I did and they could not pull the battery out of overdischarge and it was determined the patient will need to replace her neurostimulator battery.